Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right mastopexy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation procedure with unknown saline implants and patient desired smaller breast and required mastopexy along with re-augmentation. As a result, the patient underwent bilateral replacement surgery with catalog number 3503751bc; serial number (B)(4) on the left side and with catalog number 3503751bc; serial number (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.